Manufacturer narrative:
A spectrum smart cable and a glidescope gvm monitor were returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm monitor and could not reproduce the "frozen image" issue. The spectrum smart cable was also evaluated and no issue was found; the unit functioned as intended. Both the glidescope gvm monitor and the spectrum smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, when inserting the endotracheal tube, the image froze. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.